Manufacturer narrative:
The instruction for use for the passive loop sling (04.sl.00-9en) provides comprehensive guidelines on how to correctly apply the sling, complemented by graphical illustrations for further clarification. The instruction for use contains section "applying the sling in bed," there is information that caregiver should "placed the folded sling over the patient's side. Make sure that the center line is aligned with the patient's spine, starting at the coccyx. Place the leg flaps towards the legs." "Cross the sling leg straps. Pull one strap through the other." Following the information provided the sling was not properly used by the caregivers. The incorrect sling application contributed to the patient¿s fall. The customer received additional training regarding the patient transfer. To sum up, the arjo passive floor lift was used during the patient transfer. The patient slip out of the device and in this regard, the lift did not meet its performance specification. The complaint was decided to be reportable due to the information that the patient fell out from the device during transfer.

Event description:
It was reported that the resident was transferred from a bed to a wheelchair with the assistance of a caregiver and a student. During the initial phase of the transfer, the caregivers observed that the sling had shifted upwards, causing the resident to slide down from the sling. The patient fell, hitting the lift chassis leg. As a consequence of the event, the resident sustained the bruising across upper back. The x-ray examination, was completed, no fractures were noted. The caregiver involved in the event stated that during the event, he might not place the sling correctly to the resident's coccyx, and might have positioned it too high. Additionally, it was confirmed that the caregiver crossed the sling leg straps but failed to pass one strap through the small slit on the base of the sling strap, as specified in the instruction for use guidelines. After the event, the customer inspected the sling and lift and did not find any malfunctions so the device reminded in use. An arjo representative also examined the lift used during the event and found no malfunctions. However, the sling itself was not inspected as it had been sent by the customer to the laundry.